Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection determined that the middle part of the cold jaw silicone boot was peeled. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip on the hemopro 2 device split. A replacement device was used to complete the procedure. The hospital did not report any pt effects.